Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software and no errors were observed. Sensor found to be in state 5. Performed visual inspection on sensor plug assembly and the plug is seated and correctly and no failure mode has been found after plug has been removed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer's mother reported the customer received a "scan again in 10" message for more than two hours while wearing an adc freestyle libre sensor. It was further reported the customer experienced "hot flashes" and feeling "pale and feeble" and was administered a glucagon injection by the mother. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported the customer received a "scan again in 10" message for more than two hours while wearing an adc freestyle libre sensor. It was further reported the customer experienced "hot flashes" and feeling "pale and feeble" and was administered a glucagon injection by the mother. No further treatment was reported. There was no report of death or permanent impairment associated with this event.